Manufacturer narrative:
Date of event: date estimated. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Percutaneous closure of femoral artery access sites in endovascular stent-graft treatment of aortic disease. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
This event is from a literature review identifying perclose closer s devices that may be related to: inadequate apposition to wall, inadequate hemostasis, and needle deflection into subcutaneous tissue and detachment requiring surgical removal. All patients punctured with ultrasound guidance and use of anti-coagulant. Specific patient information is documented as unknown. Details are listed in the attached article, titled: percutaneous closure of femoral artery access sites in endovascular stent-graft treatment of aortic disease

Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attached article, titled: percutaneous closure of femoral artery access sites in endovascular stent-graft treatment of aortic disease. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
This event is from a literature review identifying perclose closer s devices that may be related to: inadequate apposition to wall, inadequate hemostasis, and needle deflected into subcutaneous tissue and detached requiring surgical removal. All patients punctured with ultrasound guidance and use of anti-coagulant. Specific patient information is documented as unknown. Details are listed in the attached article, titled: percutaneous closure of femoral artery access sites in endovascular stent-graft treatment of aortic disease.